Manufacturer narrative:
This report is for an unk - screws: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. A review of the device history record has been requested. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient has developed skin rash around the implant zone after two years of implantation. The skin biopsy was suggestive of vasculitis lined to metal reaction- orif of wrist (distal radius)lt. The patient is scheduled for revision surgery for hardware removal. There would be 1 plate and 6 screws are involved. Patient condition was unknown. This is report 2 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. We received back the part in a used condition. Summary: for the variable angle locking screws 2.4 mm, there is no article number etched on the screws. However, the technique guide provides evidence that no other type than the variable angle locking screws 2.4 were used. The rash mentioned in the complaint is covered in design and clinical risk management (dcrm) document. Furthermore, the corresponding biological safety evaluation verifies that the used material is biocompatible. In conclusion, the complaint does not implicate a design related issue nor does it create any additional risk to the patient. No further actions required from a product development perspective. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H6: code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.